Event description:
It was reported patient is experiencing pain and stiffness at more than 6 months post implantation. No more information is available.

Manufacturer narrative:
(B)(4). A1: (B)(6). D10 - medical product: unknown persona cr standard femoral implant, sz 10 catalog # unknown lot # unknown unknown articular surface catalog # unknown lot # unknown. Unk cement catalog # unknown lot # unknown. Attempts have been made to gather all product identification information and no further information has been provided. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The delay in reporting is being addressed via CAPA.